Event description:
It was reported that the white shaft detached from the metal shaft. Impossible to use. A back-up device was used, no patient injury was reported.

Manufacturer narrative:
Visual assessment of the returned device could not confirm the reported complaint. The device was returned with no suture or t-anchors on the inserter needle. The depth limiter was found to be affixed to the depth gage lock per design. Device was functionally tested for proper actuator advancement and cycling, device was found to function as intended.